Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We analyzed the performance data collected from the device. Analysis of the data revealed noise/interference, multiple short ventricle to ventricle sensed events recorded between (B)(6) 2010 and (B)(6) 2010 and an increased short interval counter (sic) since (B)(6) 2010. A high sic can indicate a possible intermittency in the system. High voltage therapy was delivered on (B)(6) 2010 and (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing, a sudden impedance increase, a lead fracture, and that the patient received inappropriate therapy. The left ventricular lead and the right ventricular lead's pace/sense conductor were swapped in the header, with the remainder of the right ventricular lead remaining in use. No further patient complications have been reported as a result of this event.